Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that their insulin pump has quit working about two months ago. The customer reported 150 to 200 blood glucose readings at the time of incident. The customer reported that the battery shut off and the insulin pump lost all the settings. The customer did not perform troubleshooting at the time of incident because he was unable to find battery cap. The new battery cap was shipped out to the customer. The insulin pump will not returned for analysis.